Event description:
On (B)(6) 2025, the patient mother's reported that the patient's blood glucose (bg) had been elevated for approximately five hours with a bg reading of 580 mg/dl. It was reported that the patient was lethargic and visibly pale, with dark red lips. The patient's mother indicated the patient had consumed sweets and was announcing meals accordingly. A ketone test showed negative results. The user had completed a supply change earlier in the day. Due to the prolonged elevated glucose, the agent recommended performing a full supply change. The caregiver confirmed the patient was feeling well and proceeded with the change without further assistance. The patient was using an inset infusion set. On (B)(6) 2025, the patient's blood glucose returned to normal range with a reported bg of 166 mg/dl. The ilet device had alerted to the high glucose. No medical intervention or non-medical assistance was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.